Event description:
Caller alleged discrepant results using the inratio meter. Pt self tester reported the following results: date: (B)(6) 2011, inratio: 3.5, lab: 2.64. Lab draw done within 5 mins of finger stick. Pt's wife called to report the following results for (B)(6) 2011: date: (B)(6) 2011, inratio: 4.2, lab: 3.6. Technical services called pt to confirm results. Pt self tester reported the following data for (B)(6) 2011: date: (B)(6) 2011, inratio: 4.2, re-test: 3.9. Date: (B)(6) 2011, inratio: 3.9, lab: 2.4.

Manufacturer narrative:
Investigation pending.